Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no flow through a small volume folfusor while filling the device. The folfusor was being filled with sodium chloride. This event was identified prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
One actual folfusor unit was received for evaluation containing approximately 74ml of fluid in the bladder. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. After the luer cap was removed, evidence of continuous flow was visually observed at the distal luer. A functional flow rate test was performed. The flow rates were found to be within the product specification. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.